Manufacturer narrative:
(B)(4). Event date unk. Batch # t5dw3l. (B)(4). Investigation summary: the analysis results showed that one ecr45w reload was returned unfired with the reload pan partially dislodged from right proximal side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the reload cannot fire. There was no patient consequence reported.